Manufacturer narrative:
The product was in glidewell's possession but did not transfer to the investigation site and is presumed to be lost. A non-visual device investigation has been completed. DHR results: the DHR was reviewed for hahn tapered implant lot# 6112674 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6112674 and found no additional product in stock. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. Root cause: "lack of primary stability" and "failure to osseointegrate" are common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability and failure to osseointegrate are inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has fair oral hygiene. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Per the reported information, there was a fit issue with the screw. The probable root cause may be due to not using the correct components which can lead to the components not fitting properly. CAPA 24-005. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is listed as fair. The patient presented on (B)(6) 2022 for a primary procedure on tooth #18. The patient returned on (B)(6) 2023 before the second stage of surgery with complaints of pain. Upon examination, the provider noted an infection. It was determined that the implant failed to integrate, and the device was removed and not replaced. The symptoms resolved after implant removal and there was no permanent patient injury. No additional medical/surgical procedure was required.

Manufacturer narrative:
In the previous report complaint description(b5) was captured incorrectly. Section b5 was updated in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
Section g4: combination product was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant failed to osseointegrate. The patient's bone quality is type ii and the patient's oral hygiene is reported as fair. The patient presented on (B)(6) 2023 for a primary procedure on tooth # 3. The patient returned on (B)(6) 2024, within three weeks of implant placement. Upon examination the provider noticed inflammation and abnormal bone loss around the implant. The implant was removed and not replaced. The provider also reported that the implant lacked primary stability and screw fitting issue after healing abutment placement. No other issues reported.